Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is believed that the use of a high-energy instrument without sufficient distance from the distal end may have led to the burning of the distal cover. However, a definitive root cause of the reported issue could not be determined. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): gif-h290t series ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the subject device exhibited burn on the tip cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.